Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the ¿up¿, ¿down¿ and ¿ok¿ buttons were responding intermittently and the button response issue had been ongoing for a while. Patient reported that there was no damage to the keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. On investigation, the ¿up¿ and ¿down¿ buttons responded intermittently while the ¿ok and contrast buttons responded properly. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the keypad button issue, the battery compartment was found to be cracked and failed a leak test. Moisture corrosion was observed in the battery compartment. Pump casing was opened to investigate and no evidence of moisture or damages was found in the pump interior.